Manufacturer narrative:
(B)(4). Date sent: 09/24/2021. Additional information received: event date needs to be updated to (B)(6). "The surgery took place on (B)(6) and the insufficiency was detected one day later on (B)(6). The re-op was on the same day." Based on the additional information captured in h10; b3 has been updated.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the stoma temporary or permanent? What is the current patient status?

Event description:
It was reported, anastomosis insufficient on the first postoperative day (anterior wall dehiscent in two places, posterior wall completely open) - septic patient required emergency revision, revision succeeded laparoscopically (anastomosis resection, stump closure and, unfortunately, hartmann appendix) with severe coty peritonitis. Procedure: aparoscopic multivisceral resection (sigmoid, rectum, bladder and spermatic cord).

Manufacturer narrative:
(B)(4). Date sent: 09/14/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Does the surgeon believe that there was an alleged deficiency of the cdh29p device that contributed to the post-op leak? He is not sure what were the indications for surgery? Infiltration of the bladder ¿ tumor?, diverticulitis what surgical procedure was performed? Multivisceral resection did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? ¿oberarzt¿ used to ethicon and medtronic stapler where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Doesn¿t know it anymore were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Cutting washer cracked was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes, they were complete were there any issues noted with staple formation? No was a leak test performed? If so, what type and what was the result? No was the staple line visualized endoscopically during the initial surgical procedure? Yes how was the leak identified? Patient hat symptoms of a peritonitis what was observed at the site of the leak upon reoperation? Back wall was open how was the leak addressed? Anastomosis post-resection, butt closure, hartmann is the stoma temporary or permanent? Permanent what is the current patient status? Alive but not happy with the result.